Event description:
Rec'd info from user facility that the handpiece "works intermittently and gets hot". Heat felt on the body of the device. This was discovered pre-operatively. Surgery was not altered or delayed and no injury occurred.